Manufacturer narrative:
Unit was received with completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test and displacement test due to broken reservoir tube lip. However, unit was received passed rewind test, prime/compromised force sensor system test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corner, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose and the pump was damaged. The customer¿s blood glucose level was 493mg/dl at the time of the incident. The customer reported that the plastic broken off the reservoir compartment and there was a crack on the reservoir window. The customer stated she just noticed there was damage to the pump because her reservoir would not stay in the pump. The customer declined to trouble shooting for the high blood sugar. The insulin pump will be returned for analysis.